Event description:
The user facility reported the following on a patient that used the tr band device: a transradial heart cath procedure was the initial procedure conducted; the patient had a hematoma and maybe compartment syndrome; during post-treatment the patient developed a skin burst on the top of the hand and the skin popped like a pimple; this all occurred at the arteriorotomy site on the wrist; a surgical fasciotomy was performed on the top of the patient's hand; and this took place 10 minutes after the tr band was removed from the patient.

Manufacturer narrative:
(B)(4). The involved device has not been returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to the assessment of information provided by the user facility. The production lot number was not provided by the user facility, which prevented review of applicable production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information provided by the user facility, the cause of the complaint is likely to be due to inadequate hemostasis during compressing the punctured site. The labeling does address the potential for such an event in the instructions-for-use with statements such as: "depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly;" and "check the progress of hemostasis and adjust the air pressure of the balloon with the tr band inflator or tr band air volume regulator accordingly." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).